Manufacturer narrative:
All product features correspond with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. Unfortunately, the complaint sample was not returned to us for further investigations. So an exact root cause for the failure cannot be determined. The user was contacted to receive more information and investigation material e.g. X-ray images, surgery report, complaint sample, without response. Based on the information we received, a detailed investigation is not possible in this case. This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., waldemar link (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
On (B)(6) of 2014, a patient contacted us directly. She claims that the link unicondylar sled prosthesis which was implanted in (B)(6) 2011 had to be changed after approximately. Two years due to pain in the knee caused by massive wear of the pe plateau.